Event description:
We have identified 4 consecutive pts over the past several months who had unusual and clinically significant, migration of radioactive seeds that had been permanently implanted within the prostate. At least 2 of the pts will require a repeat trip to the operating room for re-implantation to fill in under-dosed regions. Meanwhile, the risk: benefit ratio of retrieving the migrated seeds does not warrant any additional surgical procedures for extraction. Upon product review, it is believed the rigidity of this newly developed seed train, as well as smooth outer coating, likely contributed to the migration, which otherwise rarely ever occurs to the degree observed. Summary of action items taken to date: discontinued use of the migrating seed product, formally known as therasleeve. Close monitoring of all pts implanted with this product since (B)(6) 2012, with intent to re-implant any pts who may have been undertreated due to migration. A normal eval of all pts implanted with this product is underway, estimated to be between 15-20 pts. (B)(6) has been informed. This email report to pt safety and risk management with an intent to formally file these events with the FDA. Current preparation of a report to (B)(6). Report of medical event to (B)(6) below are details of the 4 consecutive cases identified to date with clinically relevant seed migration. (B)(4) - implant date: (B)(6) 2012, d90 = 87.0%, qa scan date: (B)(6) 2013, d90 = 76.9%. Findings: high quality implant confirmed by CT scan after implant. However, a single train of 7 seeds disappeared between the day of implant and qa scan (B)(6) weeks later. A total body x-ray and nuclear medicine scan identified only a single seed in the right lung base. The other 6 missing seeds are believed to no longer be in the body, and are presumed to have been excreted through the urine. Action: radiation safety of officer was notified. (B)(6) formally notified, who later deemed this not to be a reportable medical event since the implant was documented as appropriate on the day of procedure. However, given the subsequent seed migration, pt was notified and agreed with recommendation for repeat implant within the next few weeks to fill in discovered under dosed. (B)(4).